Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer completed multiple supply changes to address the issue. System check performed by customer indicated that no drops of insulin were seen coming from the cartridge pigtail with multiple cartridges. The customer's blood glucose was 400 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.